Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels during the night. At the time of the call with tandem technical support the customer's bg's were above (200 mg/dl). The customer changed supplies, bolus and manual injection to stabilize bg level. The customer was unsure on what caused elevated bg levels. Troubleshooting with tandem technical support, was performed indicating the pump was functioning as intended. The customer was asked to check the infusion set site. It was indicated that the infusion set site was possibly slightly bent. However, it was not confirmed. In addition, the customer reported that an occlusion alarm had occurred. The customer's bg level was impacted (400 mg/dl) the customer changed supplies and bolus. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.